Manufacturer narrative:
The reported field event of set screw issue was verified in the lab. However, the issue was consistent with the explant procedure. The df4 septum was missing when the device was received. Septum material inside the set screw hex cavity prevented full insertion of the torque driver into the hex cavity. When pressure was applied to engage the torque driver with the set screw, the hex cavity was rounded (stripped). It is suggested this prevented the field from being able to untighten the set screw.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine device exchange, the set screw could not be loosened. The right ventricular lead was cut and capped to allow for the device to be explanted and replaced. The patient was stable and will continue to be monitored.